Manufacturer narrative:
During inspection and testing, service found foreign material clogging the nozzle and the bending section cover was dirty. The foreign material could not be removed. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the customer does not follow the reprocessing steps according to the instructions for use. It is likely the foreign material was found in the nozzle and on the bending section due to deviation from the reprocessing steps. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the flow of air/water was insufficient due to the nozzle being clogged, angulation in the down direction was insufficient due to wear of the angle wire, the bending section cover was worn, the universal cord was buckled, the video connector was cracked, the protector of the video cable section was cut, the video connector case was cracked due to handling, and the image was slightly foggy. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported there was no air/water flow from the subject device during preparation for use. Another device was used to complete the planned procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material clogging the nozzle and the bending section cover was dirty. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.